Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor and the system interface board were replaced and the cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a keyboard error on the right monitor which was cleared by rebooting. There is no report of injury or death associated with the event described in this complaint.